Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on that day was 37 mg/dl with unsteadiness when standing and walking, and severe dizziness. The reporter noted the patient was treated in an emergency room with food and drink as treatment, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was alleged that the up, down, and ok keypad buttons were under-responsive which reportedly caused an over-delivery of insulin. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump history showed a 3.45 unit ezbg normal bolus was manually programmed and delivered.l the keypad was intact and all keypad buttons were responsive to user input. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering within the required range and delivering accurately. No hypersensitive or stuck keypad buttons were found. No unprogrammed boluses were recorded during 24 hour testing. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find no evidence of internal moisture, and the keypad latch fully closed. The keypad button issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover.